Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a concerto coil would not detach. The concerto coil was stuck at the distal end of the catheter. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unknown condition. The patient¿s blood flow and vessel tortuosity was normal. When advancing pushwire to submerge coil in saline for prep, the coil wouldn't come out. The catheter or coil was not damaged. There were no patient symptoms or complications associated with this event.

Event description:
Additional information was received that the user did not move forward with using the product. It was clarified that that issue was with deployment, not detachment. They did not get to the point of detachment. The cause of the resistance was not determined but noted the issue tends to happen frequently. The coil did not come out of the introducer sheath smoothly. The catheter was not a medtronic product. There was no pushwire damage observed after removal from the patient. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event***

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in the report may have cause or contributed to a death or serious injury. Therefore, this event did not and does not meet reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.